Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports when she programmed into MRI mode, the stimulator exit her out of MRI mode and turned stimulation on by itself. Caller reports this started about 2 days ago. Caller also mentioned she had worked with a rep, about 6 months ago. The rep had updated her system and make adjustments to cover the stimulation in her knee more. Caller reports she met with a rep for the first time, where the stimulation had come on when she lays in bed, rep informed her to program into MRI mode when that happens. Rep reported that they reached the physician. Physician is not aware of this issue or complaint. Patient phone number is not in service.